Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four to five peritoneal dialysis cassettes had an issue with particulate matter. There was brown material on the outside and it had seeped into the cassettes. The devices were used by the patient. The patient was prescribed a round of antibiotics as a precaution. The patient had cultures run and they came back negative. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing included pressure, clear passage, and clamp testing. Functional testing was performed with no issues noted. During visual inspection, brown particulate matter was observed. The particulate matter transferred from the water damaged master carton. Should additional relevant information become available, a supplemental report will be submitted.